Event description:
It was reported that the bladder of a small volume 2.5 infusor ruptured during filling. The drug was being filled manually with a syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One used sample was received. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined and markings on the exterior surface of the bladder were observed near the rupture line. The cause was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.